Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported that the reservoir was occluded. Troubleshooting was done for no delivery alarm during basal/ bolus/fixed prime. Customer's blood glucose was 553 mg/dl. Customer stated has not treated the high blood glucose. Explained to customer the alarm was caused by set/ reservoir occlusion. Assisted the customer with delivering a bolus. Customer programmed an express bolus; the insulin pump was accepting the correction and delivered the bolus. No further information provided.